Event description:
This is a report about leakage. According to the customer¿s report, there was a fluid leakage from the catheter hub. Drug leakage.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.